Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for blower stalled occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm for blower stalled occurred. A remote service engineer (rse) assisted the customer. It was confirmed the error code was in the logs. The rse had the customer increase the pressure to 5 with no circuit attached. The blower was producing 240 standard liter per minute (slpm) per the average air but the blower rotations per minute (rpm) remained at 3000. The rse then had the customer set the pressure to 0 and the flow to 50. The average air slpm readout became 50 but the blower rpm stayed at 3000. The rse advised the customer to replace the blower and provided the part number of the blower assembly to order and replace.